Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the nkv-330 ventilator activated the "circuit disconnect" alarm while connected to the patient. The user was unable to create a seal and support the patient, so the patient was placed on another ventilator. There was no harm or injury to the patient. The reporting hospital does not share patient demographic information. The logs showed that the circuit disconnect alarms were activated due to the extremely high leaks. The leak amounts were unstable, reaching up to 200 lpm at its peak.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.